Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that the patient experienced palpitations. It was noted that a lead failure was suspect and that the lead exhibited high impedance. A lead fracture was observed near the anchoring sleeve on an x-ray. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.